Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a hypoglycemic event characterized by low blood glucose despite typical meals, with device low and urgent low alerts occurring and caregiver contact indicating potentially strong correction doses and no meal announcements; troubleshooting and education were provided with a recommendation to discuss settings and use practices with the trainer or healthcare provider. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-management of the event with carbohydrates including apple juice, glucose tablets, peanut butter and crackers, and a nutritional drink, no need for external assistance, and no professional medical intervention or hospitalization. Investigation included complaint intake, product-use troubleshooting, and user education focused on bolus announcement practices and correction intensity. Investigation of this case revealed no device malfunction reported and that the cause of the hypoglycemia remained unclear given the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.